Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on 02/04/2026, the patient experienced a skin reaction with itching, burning sensation, rash, redness, blisters, dry skin and scar underneath the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. Photos of the reported skin reaction in the complaint record were reviewed. The skin discoloration varies across the lesion, with a central region showing a reddish tone that suggests active inflammation, gradually blending into a darker brown area toward the lower edge, which may indicate healing or older skin changes such as mild discoloration. Near the center, a small, darker point resembling a minor puncture, scab, or crusted spot is visible. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The skin reaction was treated with prescription topical cavilon cream. There was no documentation of medical intervention. No other details were provided. At the time of report, the patient¿s condition was unspecified and the scar was present more than 3 months after the skin reaction occurred. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).